Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, it was found that the right atrial (ra) leadless pacemaker (lp) helix was stretched after performing a tension test post-fixation. The ralp remained implanted. There were no patient consequences.